Event description:
On (B)(6) 2013, the reporter contacted animas stating the pump was freezing up. There was no additional information available for this complaint. Customer support made multiple attempts to contact the reporter and was unsuccessful. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported complaint was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/16/2013 with the following findings: during testing, the pump powered on normally with vibratory and audible tones. The keypad had been returned undamaged and all buttons were normally responsive during testing. The pump was able to successfully complete a rewind, load, and prime sequence with no errors. A review of the pump¿s history showed no evidence of alarms related to the complaint. There was no ¿freezing¿ during testing of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.